Manufacturer narrative:
The blank display was due to corroded battery tube and battery cap. The pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 140 mg/dl. The customer states the pump is completely off and the display would not return after new batteries. Troubleshooting was not able to resolve the issue. There was corrosion noted on the battery cap. The device will be returned for analysis.